Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section d. Brand name: pipeline flex with shield technology model number: ped2-425-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal part of the pipeline did not open properly even after multiple attempts. It was also noticed that the tip of the coil and distal part of the pipeline did not separate. The patient was undergoing surgery for treatment of an unruptured, saccular aneurysm in the ica with a max diameter of 3.5mm and a neck diameter of 3.75mm. Dual antiplatelet treatment was administered which showed a pru level of 71. There were no post procedure angiographic results.